Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as (B)(6).

Event description:
The customer received questionable low ise indirect gen.2 results for two patient samples. Patient 1 initial potassium result was 2.9 mmol/l and was reported outside of the laboratory to the physician. The repeat result was 4.6 mmol/l and was believed to be correct. The patient was not adversely affected. On (B)(6) 2018, patient 2 initial sodium result was 89 mmol/l and the repeat result was 143 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found an issue with the sipper probe.